Event description:
According to the reporter, ambulance was dispatched and the device was attached to patient using quick combo pads (ready pak) for monitoring purposes. The device was reported to prompt "connect electrode" while connected to the patient. Users were able to retrieve a second set of electrode pads and shocked patient successfully. Approximately 10 to 12 minutes elapsed between initially connecting the patient to the monitor and getting the second set of electrodes. The patient had an asystole rhythm initially and converted to the v-fib rhythm to get shocked.

Manufacturer narrative:
The electrode in question was returned and evaluated at the failure analysis center. The reported issue was not duplicated. Investigator performed end to end multimeter resistance measurement and x-ray analysis with no discrepancies found. Customer received replacement electrode set.